Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The user alleged visualization of particles in a dreamstation auto bipap device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The user alleged visualization of particles in a dreamstation auto bipap device. There was no report of patient harm or injury. As per additional information received on 07/17/2025: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam degradation was observed. The device's event log was reviewed by the service center and error codes were found. Additionally, the device was dispositioned. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.